Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a handpiece and two attachment (angled and straight) was overheating and not spinning during the procedure. There was a delay in the procedure for 10 minutes. There was no patient or staff impact. Upon follow up the surgeon stated the she was using the drill intraoperatively and noted once she applied pressure to the footswitch the drill heated up within 5 seconds and was burning hot. She also mentioned it was wobbly but when the scrub nurse checked the bur it was locked in. There was no impact to staff or patient. They opened another drill and used. This delayed surgery approximately 5 mins.

Manufacturer narrative:
Product analysis initial inspections- nil faults found. Pm checks to be performed as per manufacturer's specification. If information is provided in the future, a supplemental report will be issued.